Event description:
It was reported that there was no telemetry on the device with two different programmers and would not interrogate. The device was never implanted and is still in the original packaging. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.